Manufacturer narrative:
An event regarding revision due to pain was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review could not be performed as the reported devices were not properly identified. Complainant history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that notice was received from (B)(6) alleging that patient had sustained personal injuries on (B)(6) 2009 from the implantation of the stryker rejuvenate hip components. Update as per additional information received from (B)(4), it was reported that the patient was having pain and was revised.